Event description:
The international affiliate reported a disconnection of the transfer set during patient use. No patient injury or medical intervention was reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA april 12, 2007. The sample is unavailable to be returned for analysis. No further measures will be taken relative to this incident. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventive action as appropriate.